Manufacturer narrative:
Date of event : aware date of (B)(6) 2021 used as event date is unknown.

Event description:
It was reported the guidewire was difficult to remove. The comet ii pressure guidewire was inserted into the right coronary artery; however, when the guidewire was being pulled back, the wire got stuck in the artery. A balloon was used to trap the guidewire and the wire was successfully removed. There were no adverse patient effects as a result of this event.

Event description:
It was reported the guidewire was difficult to remove. The comet ii pressure guidewire was inserted into the right coronary artery; however, when the guidewire was being pulled back, the wire got stuck in the artery. A balloon was used to trap the guidewire and the wire was successfully removed. There were no adverse patient effects as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an ffr comet pressure wire. The occ cable was not returned for analysis. The tip, device shaft, and sensor port were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed numerous kinks throughout the body of the device.

Event description:
It was reported the guidewire was difficult to remove. The comet ii pressure guidewire was inserted into the right coronary artery; however, when the guidewire was being pulled back, the wire got stuck in the artery. A balloon was used to trap the guidewire and the wire was successfully removed. There were no adverse patient effects as a result of this event.